Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit is delivering high on all fio2 settings. The o2 cell was calibrated and the settings came into specification. After closing up the machine, it was delivering low on all fio2 settings. The regulators were balanced but the settings keep changing and are unstable. The unit was not on a patient at the time of this incident.